Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Upon interrogation, the right atrial lead exhibited capture and sensing anomaly. Chest x-ray was performed and revealed the had dislodged. The lead was repositioned successfully and the patient was in stable condition post operation. On (B)(6) 2017, the lead exhibited capture and sensing anomaly again. Another chest x-ray was performed and revealed the lead had dislodged again. The lead was repositioned on (B)(6) 2017 successfully. The patient was in stable condition post operation.